Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. It was noted the atrial events were falling in the atrial blanking period and consequently the at/af episode appeared to have terminated. The lead remains in use. No patient complications have been reported as a result of this event.